Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 imaging required. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, concern with the product, "stabbing pains" and "pruritus.

Event description:
Healthcare professional reported right side rupture, exchange from textured to smooth implants, "stabbing pains" and "pruritus". Device remains implanted.